Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient had been admitted with diabetic ketoacidosis (dka) and diagnosed with a uti. Patient had a bg of 590 mg/dl, no ketones, polydipsia, polyuria, and nausea. Treatment included insulin via pump and injection. During troubleshooting, customer support (cs) found that the patient had changed nutrition, had signs/symptoms of illness (not caused by bg excursion), and referred the patient to the hcp for diabetes management. Time/date were accurate, the basal and bolus histories were as expected. Trouble shooting with cs did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia, the hcp has lost confidence in the pump, and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2015 with the following findings: unable to duplicate the complaint. The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. On (B)(6) 2015 00:46 a loss of prime event occurred; deliveries resumed at 01:28. On (B)(6) a manual time change was made from 18:22 to 19:22. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occured during 24hr duration testing. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.